Event description:
The tech alleged the side rail is broken and will not latch. No patient impact.

Manufacturer narrative:
The tech found the extension to the side rail inside piece is broken as well as the wire cover and is getting stuck on the sleep surface. The tech replaced the side rail to resolve the issue.